Manufacturer narrative:
The broken instrument was not returned for evaluation.

Event description:
Customer claimed, during a turb procedure the white tip of the sheath broke off inside the patient's bladder. The piece was retrieved with no harm caused to the patient and case was completed.